Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. Customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and refer to a back-up plan. The insulin pump will be returned for analysis.